Manufacturer narrative:
No unexpected low battery alerts noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a low reservoir alarm and were unable to clear it. Customer's blood glucose reading was 200 mg/dl. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.